Event description:
During testing at the manufacturing facility, the device intermittently did not sound an audible tone.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible tone. This was due to a broken solder joint. The event is that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.